Event description:
No additional information is available.

Manufacturer narrative:
DHR review: the complaint lot# is 5113208, sku is 383328, assembly in suzhou plant on 2025.may.12, lot quantity is (B)(4). Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities for this lot. Returned sample analysis: picture of complaint unit provided and shows the needle safety activation has failed. Retain sample analysis: sampling 2ea from the retained samples of the same lot to check product function (needle safety activation tests including pull force test: needle pull out from rubber, separation force test: pull outer shield off from rubber), and the product safety shield activation function is good. Possible cause analysis: based on the reported information, needle is exposed to air. Possible reasons for this type of failure may include: 1. The assembly status between outer shield and rubber is not good, the rubber is not pressed to the end during assembly. 2. Product safety shield is pulled during manual assembly flow or manual packaging. These will cause the outer shield to drop off before the needle retracted completely. Current manufacturing already has control procedures as below to detect and prevent this kind of defect: 1. 100% inspection for the gap between outer shield and rubber is performed at the last station of assembly. 2. Both in-process and outgoing sampling check will test the separation force between rubber and outer shield. Conclusion(s): we cannot identify the specific defect feature, cannot determine whether it¿s a poor assembly issue or raw material issue, so the root cause of this case is not clear. Based on the IFU description, holding the puller with the needle tip pointed down and gently pushing the telescoping needle shield downward can activate needle safety function successfully.

Event description:
On (B)(6) 2026, an ide encountered a difficulty with a bd saf-t-intima 22ga subcutaneous catheter (ref 383328). After inserting a bd saf-t-intima 22ga subcutaneous catheter, when he wanted to remove the trocar, the safety system did not work properly, and the trocar was not covered during removal. Lot number: 5113208. The device has not been preserved.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.